Event description:
A malfunction occurred as the pump button was reported to not be working. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to return the problematic pump and sent a replacement pump, ensuring the customer understood the procedure for returning the pump and steps needed upon receiving the replacement.